Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products: non augmentable stemmed tibial component option size 4 part# 00598603702 lot# unknown. Complaint sample was evaluated and the reported event was confirmed. The returned articular surface shows signs of use by the dovetail features being flared. This is an indication that the device was attempted to being seated into a tibial tray. The device was dimensionally analyzed and was found to be conforming to print specifications where measured. Device history records were reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Device received, but not yet evaluated.

Event description:
It is reported that during a knee arthroplasty the articular surface would not seat. A different implant was utilized to complete the surgery.